Manufacturer narrative:
Result: motion interrupt pan; load cell.

Event description:
It was reported by service report that the head right siderail and the motion interrupt pan were missing. It was further reported, the scale could not be zeroed. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.